Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the audio alarm did emit an audible tone every two minutes when installed into an 8k universal power supply (ups) and while connected to a power supply. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) verified the battery module did not alarm every 2 minutes when running on battery, but was intermittently sounding at 15 minutes. The fsr replaced the audio alarm. The unit operated to the manufacturer¿s specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery module would not indicate an audible tone while on battery power. There was no patient involvement.